Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after the first firing was done, a doctor felt a difficulty in squeezing the handle and it stopped firing in the middle. Observed the malformed staple on tissue. Opened a new gia6038s to continue the case, however found also this one stopped firing in the middle. Upon firing additionally over the area where the first device fired, the grasped tissue slipped from the closed jaw. By suturing the case was completed with no problem. No patient harm. Operating time extended: less than 30 min. There was add'l tissue resection and tissue damage. Nothing fell into the cavity. Oozing bleeding. The customer did not report if reinforcement material was used.